Event description:
A medtronic representative reported that the surgeon alleged navigation was a few millimeters inaccurate during a lumbar fusion procedure utilizing o-arm imaging. Inaccuracy allegedly occurred equally across all anatomical planes. The surgeon found the frame had loosened a bit. He tightened it up, checked accuracy and proceeded with the case. All screw placements were confirmed accurate with o-arm imaging. Case completed with navigation. No impact on patient outcome.

Manufacturer narrative:
Patient age was unavailable from the site. ) the surgeon suggested the spine frame movement is likely related to heavy mallet use over the course of the procedure. The navigation system was checked out and in-depth accuracy testing has been completed with no reproduction of the reported inaccuracy after many o-arm spins using both sides/trackers on the oarm. Instructions for use for the spine clamp state: warning: neglecting to verify that the assembly is rigidly attached with respect to the relevant anatomy could result in navigational inaccuracy if the post or clamp moves in relation to the anatomy.